Event description:
It was reported that a spectrum pump had a delay in screen and intermittent blank screen. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4) baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, delay in screen and intermittent blank screen, which was observed while navigating through the pump settings. Evaluation confirmed the reported symptom as a delayed keypad response which was caused by a failed processor printed circuit board. The remaining keys were tested and functioned as expected. The processor printed circuit board was replaced.